Event description:
It was reported that the pump stopped delivering insulin after an out-of-insulin condition occurred and the patient disconnected the infusion set for several hours to charge the pump without reconnecting, while also performing an incorrect supply change that did not restore delivery. Symptoms included hyperglycemia. Outcomes included no hospitalization, no emergency treatment, and education provided on proper supply change steps and reconnecting the infusion set after charging. Investigation included review of device-reported alerts and usage history, and troubleshooting with the patient. Investigation of this case revealed an out-of-insulin alert followed by extended disconnection and user error in supply replacement, which led to interrupted insulin delivery; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to supply change and failure to reconnect after charging.